Manufacturer narrative:
Continuation of d10: product ID a820 lot/serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device to an implantable pump. It was reported that the company representative (rep) was in middle of a case where the patient was getting lag on their ptm and getting stuck at 90%. The reporter stated the patient was clearing data every day, but it was not speeding up their telemetry time. The agent walked the representative through clearing data and confirmed they were doing it incorrectly. The rep stated ok and disconnected the call. On 2025-03-26 additional information was received from the company representative who reported that once they cleared the data correctly, the patient tried it, and it worked just fine. Per the reporter, the patient had always been able to get their boluses, they just did not like having to wait 2-4 minutes to get them. The reporter was unable to recall the patient¿s name, so was unable to provide any additional information regarding the event.